Manufacturer narrative:
Additional information was requested. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
In a journal article it was reported that a patient was implanted with a wagner stem (catalogue number unknown) on an unknown date. During implantation patient experienced bone fracture. (Journal article: nonmodular tapered fluted titanium stems osseointegrate reliably at short term in revision thas; nemandra a. Sandiford mbbs, msc, frcs(tr&rth), donald s. Garbuz md, mhsc, frcs(c), bassam a. Masri md, frcs(c), clive p. Duncan mb, msc, frcs(c); clin orthop relat res (2017) 475:186¿192).

Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number was available. Review of event description (event details, per):it was reported in the journal article that a patient experienced intraoperative bone fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: migration of stem short and long term, splitting of femur, improper initial setting of the impant due to awl design doesn't correspond to the stem design (functionality) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Migration of stem short and long term, splitting of femur due to surgeon unfamiliar with the correct indications possible: it is unknown if the surgeon was familiar or not with the surgical technique. As no documents such x-rays or surgical report are available, this cannot be excluded. Migration of stem short and long term, splitting of femur due to wrong size implanted (incorrect size chosen) possible: as no product information, documents such x-rays or surgical report are available, this cannot be excluded. Fracture of bone, implant due to too much press fit possible: it is unknown if the surgeon was familiar or not with the surgical technique and how was the component implanted. Additionally, as no documents such x-rays or surgical report are available, this cannot be excluded. Damage of bone due to high load due to insertion or revision / explantation possible: it is unknown if the surgeon was familiar or not with the surgical technique and how was the component implanted. Additionally, as no documents such x-rays or surgical report are available, this cannot be excluded. Conclusion summary: the complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that the patients experienced intraoperative bone fracture. The other components implanted are unknown. Unfamiliarity of the surgeon with the surgical technique or deviations from the surgical technique could have affected the performance of the implant in-vivo. However, many other factors, currently unknown due to significant lack of information, could potentially have had influence on the reported issue. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. In conclusion, due to significant lack of information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).